Event description:
It was reported that during device changeout procedure, the chronic lead was unable to pace or obtain an impedance or threshold measurement. It was further reported that the lead insulation may have been damaged during the procedure following the use of diathermy. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).